Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that an advisory code was displayed on the console during a procedure. A system recovery was performed the situation was not resolved. The product was replaced and procedure completed with no patient harm. A leak in the back side of the cassette was confirmed when the product was replaced. A photo of leak is available.

Manufacturer narrative:
The lot complaint history was reviewed, this is the third complaint for the finish goods lot; however, the first for this issue. The device history record shows the product was released per specifications. The wet returned sample was visually inspected and it was noted the probe, drip chamber, and infusion cannula were cutoff. There was also surgical residue within fluid path of the manifolds. Used lab stock components to replace missing items and continue testing. A full internal pressure leak test was then conducted on the cassette utilizing an external pressure source and no leakage was detected. An elastomer air burst test was also performed and the pump elastomer met specifications. A console representing a current software version was then used to test the sample. The sample could prime, and pass intraocular pressure calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. The infusion pressure, irrigation, and aspiration rate were all measured at multiple set points throughout the console range and met specifications. Fluid flowed from the bottle to the drain bag without any interfering. After functional testing no leakage was detected from the pump elastomer or on the pump area of the fluidics module. Furthermore, no leakage was detected from the manifolds, connectors, or drain path between the consumable and console. The presence of fluid leaking from the cassette was not confirmed. After both leakage and console laboratory testing, inspection of the sample indicated no signs of continued leakage from the pump elastomer or cassette. Furthermore, there were no signs of fluid leakage onto the fluidics console due to leakage from the cassette. The cassette passed functional and performance testing. After a thorough investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).